Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was not burning (sealing). There was no injury to the patient. No further information is available.